Event description:
It was reported that there was a crack on the top of the pump screen and the switch button was not working properly during bolusing, requiring multiple presses to function. There was no adverse impact to the customer's blood glucose level. No further action was required as this documentation was for the purpose of provincial coverage, and no additional information regarding the outcome of the event was received.